Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, change shape/size/style.

Event description:
Healthcare professional reported through nbir right side "suspected/actual deflation," and "change shape/size/style." The device has been explanted and replaced.